Manufacturer narrative:
The reported event of bent connector pin was confirmed, but the reported event of loss of capture was not confirmed. The connector portion of a partial lead was returned in one piece for analysis. Electrical testing was normal. Visual inspection found the connector pin was bent consistent with procedural damage. Unable to perform the lead to device insertion or removal test due to bent connector pin, as received. The cause of bent connector pin was consistent with procedural damage.

Event description:
Related report: 2017865-2024-71658. It was reported via product receipt that the patient presented in clinic for normal generator change. During procedure, it was noted that the set screw of the pacemaker failed to be removed, and the right ventricular (rv) lead was unable to be disconnected from the header of the pacemaker. Upon troubleshooting the rv lead failing to disconnect from the header, loss of capture was noted. Venogram was performed and revealed the rv lead in the header was bent. The rv lead was cut, capped, and replaced, and the pacemaker was explanted and replaced. Patient was stable.